Event description:
Pulsar ii generator not properly working. No power to device. Generator was swapped out and device worked fine.

Event description:
Pulsar ii generator not properly working. No power to device. Generator was swapped out and device worked fine.

Manufacturer narrative:
Product event# (B)(4) evaluation process: unit received in poor condition and upon internal visual inspection the lvps had broken loose of its mounts and was moving freely inside the rf module. Rf high voltage harness found to be disconnected from header j2 on the dc power pcba. After remounting and reconnecting unit delivered rf energy correctly into fixed resistors. Error log: 2 e11 (patient return electrode disconnected), 27 f9 (power supply undercurrent). E11 are normal use errors and f9 due to disconnected rf high voltage harness. Root cause: rough handling caused the lvps to break free of its mounts and the rf hv harness free from the dc pcba j2 connector. (B)(4).

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.